Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shock impedance measurements were less than 20 ohms, then fluctuated from 60 ohms to approximately 30 ohms. All other lead measurements were within acceptable limits. Additionally, a message was received upon interrogation to check the left ventricular (lv) lead, however, all measurements were within acceptable limits. Technical services was consulted and discussed lead testing, which all resulted in acceptable lead measurements. The health care provider was to discuss with the physician. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this device was explanted due to normal battery depletion. No adverse patient effects were reported.